Event description:
The patient reported that the down arrow button required multiple presses to elicit a response. The patient indicated that there was no damage to the keypad and she does not clean the pump. The patient also stated that the pump was worn in an undergarment against the body.

Manufacturer narrative:
Device evaluation: additional testing was completed by product analysis on 02/27/2015 with the following findings: a review of the black box showed multiple occlusion alarms due to high force on (B)(6) 2011. The pump successfully completed ezprime steps and 24 hour duration test with no alarms occurring. Unrelated to the original keypad complaint, investigation revealed that the force sensor calibration was out of specification. There were no other force sensor defects found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The investigation revealed that the contrast and down arrow keypad buttons were intermittently responsive; all other keypad buttons responded as expected. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.